Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to high impedance readings on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.